Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles. After trying a few times to get all the air bubbles out of the reservoir, they kept coming back. His dog pulled the infusion set out. Customer's blood glucose level was 206 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoirs pump showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.